Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie 02 22 lid would not open. A technical support specialist (tss) advised the customer to reach out to the pharmacy and have the cycle count item, to restore count and try issuing the item again. The tss checked the cabinet transactions in myqlink and noticed many successful issues for the item from cubie 02 22. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the cubie lid was not opening. The customer stated that this malfunction caused a delay, since the user managed to get medication from other station. However, there were no adverse events or injuries reported based on this event.